Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test and off no power test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 421mg/dl and excessive no delivery alarms. Troubleshooting found that the customer has changed cannulas and infusion sets however, the no delivery alarm cannot be cleared. The customer was advised that the device would be replaced and to return the product for analysis.